Event description:
A cartridge alarm 20 was reported. The reported blood glucose level did not exceed 500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. The customer was unable to load a new cartridge and was advised to call back when a new cartridge is loaded for further assistance from technical support.